Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "belt slip" error message on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: this roller pump was being used as a vent and during cpb, the perfusionist (ccp) observed a "belt slip" message on the local display. There was no audible tone related to the error. There was a spare roller pump on the base, and the ccp moved the tubing to the spare pump and the spare pump acted as the vent for the remainder of the procedure. The ccp stated there was no venting for 20-30 seconds and this had no impact on the patient. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
After the case, user facility's biomedical engineer (biomed) took a look at the pump and confirmed the belt was visibly worn. The pump was being used as a vent in position number four in their configuration. The biomed will be making the repairs.